Manufacturer narrative:
Only half of the lens was returned in the lens case inside the opened monarch pouch. Viscoelastic was observed on the lens portion. The optic has been cut in half across the center. Forcep mark/cracks were observed near the edge and in multiple spots near the cut section. This appeared to be removal damage. The reported mark after delivery may have been on the portion that was not returned. No damage was observed in the travel path. A used company cartridge was also returned in the company pouch for lot 15913816. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. The tip was damaged on the right side. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the right side of the tip. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The lens damage could not be verified. Only half of the lens was returned. Based on evaluation of the returned cartridge, the reported damage may be related to a failure to follow the instructions for use (IFU). There did not appear to be adequate viscoelastic in the cartridge. The cartridge tip was also scraped on the right side. This may indicate the lens/plunger were not in acceptable positions for advancement. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported during intraocular lens (iol) implant procedure, surgeon noticed mark or scratch on lens after the surgeon implanted the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).